Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the actual product was not returned for analysis. However, performance data was collected from the device and was analyzed. Analysis of the device memory indicated there was a wavelet detection. Episode #53 shows wavelet withholding for a prolonged period. Working as intended, however delaying therapy. Concomitant product(s): 6935m55 lead, implanted: (B)(6) 2013. (B)(4).

Event description:
It was reported that the patient had an episode of ventricular tachycardia (vt)/ ventricular fibrillation (vf) that the implantable cardioverter defibrillator (ICD) treated. There was concern that wavelet withheld for a longer time than what was expected before the ICD gave therapy. The device was reprogrammed and remains in use. No patient complications have been reported as a result of this event.